Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. Section b7 was updated. Additional questionable results for 4 patient samples were reported while using reagent lot 811848. Patient 7: on (B)(6) 2025, the initial result was 12.9 ng/l, and the repeated result was 59.9 ng/l. Patient 8: on (B)(6) 2025, the (lithium heparin) initial result was 29.4 ng/l, and the repeated results were 47.2 ng/l and 27.6 ng/l. Patient 9: on (B)(6) 2025, the (serum) initial result was 12.9 ng/l, and the repeated result was 59.9 ng/l. The initial result using a lithium heparin sample type was 13.5 ng/l, and the repeated result was 13.3 ng/l. Patient 10: on (B)(6) 2025, the (lithium heparin) initial result was 29.4 ng/l, and the repeated results were 47.2 ng/l, 27.6 ng/l, 27.6 ng/l, and 27.90 ng/l. The field service representative replaced the sample probe. The sample foam detection images were analyzed. Surface film and white particulate matter were observed. This is a known issue associated with lithium heparin tubes with gel separators. Images also showed that the bead mixer had a significant amount of dust buildup. Several precision checks were performed. The investigation determined the issue was due to pre-analytical handling issues at the customer site.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found the liquid level detection wire was damaged on the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for multiple patients on a cobas e 801 analytical unit. Examples for six of the patients with alleged questionable results: patient 1: on (B)(6) 2025, the initial result was 10.5 ng/l, and the repeated result was 329 ng/l. These results were obtained using reagent lot 795168. Patient 2: on (B)(6) 2025, the initial result was 9.35 ng/l. The sample was repeated as the initial result didn't match the clinical status of the patient. The repeated results were 79.30 ng/l, 79.30 ng/l, and 76.30 ng/l. These results were obtained using reagent lot 811848. It was reported that the repeated results were obtained on the same module and another module, but it was not specified which result was obtained on which module. Patient 3: on (B)(6) 2025, the initial result was 75 ng/l. The repeated results were 17.6 ng/l and 14.9 ng/l. These results were obtained using reagent lot 811848. Patient 4: on (B)(6) 2025, the initial result was 6 ng/l and the repeated result was 23 ng/l. On (B)(6) 2025 a new sample was tested from the same patient, and the result was 4 ng/l. These results were obtained using reagent lot 811848. Patient 5: on (B)(6) 2025, the initial result was 10.3 ng/l, and the repeated results were 23 ng/l and 10.6 ng/l. Another sample from the same patient was tested on (B)(6) 2025. The initial result was 6.79 ng/l, and the repeated results were 23.7 ng/l, 24 ng/l, and 22.4 ng/l. These results were obtained using reagent lot 811848. On (B)(6) 2025, the sample from (B)(6) 2025 was tested at a different site. The results from a laboratory using a "pro" were 8.91 ng/l and 9.17 ng/l. The results from a laboratory using a cobas e601 module were 8.83 ng/l and 8.21 ng/l. Patient 6: on (B)(6) 2025, a lithium heparin sample was tested, and the results were 33.8 ng/l and 34.4 ng/l. The sample was tested on another module and the results were 32.2 ng/l and 32.1 ng/l. Another sample (serum) that was collected at the same time was tested, and the results were 83.5 ng/l and 82.9 ng/l. The sample was repeated on another module and "got similar results". The "similar results" were not provided.